Event description:
Procedure: kidney/adrenal gland. During the procedure, the outer surface of the balloon began to peel away, causing the balloon to rupture. Pieces of the balloon fell into the patient's cavity. These were removed by the surgeon. No patient injury reported.